Manufacturer narrative:
Initial communication received from the patient about this event included the physician's name. However, the event did not include specific information about the implant (size and lot number) nor additional clinical patient information. The implanting surgeon has been contacted to request additional information about this event as described. However, details regarding this event has not been yet received. As a result, a review of the quality and manufacturing records for the involved device (implant) lot could not be carried out, nor a patient impact assessment could be performed prior to this report. Additionally, device removal and patient revision could not be yet confirmed. At the present time, the event could not be definitely confirmed. Should additional details be provided in the future, an update to this submission will be provided.

Event description:
Information received from patient. Initially, the patient contacted the manufacturer requesting information about post-surgical issues after magnetic resonance images show implant subsidence following implant on (B)(6) 2019. Following, information received via voicemail and received by the quality department on (B)(6) 2019 reported the patient would had undergone device removal and an unspecified revision on (B)(6) 2019. No product information or clinical assessment was made available.